Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: on (B)(6) a bedside nurse discovered a 200 ml pool of chemotherapy on a chair and the floor. The liquid was found to be leaking from the circular junction point on the back of a low-sorb set with an attached 0.2 micron filter. The line was loaded with etoposide by the pharmacy in pharmacy and delivered to the infusion center and was being delivered to a patient when the leak was discovered. The infusion nurse reported this as a IV line failure. The exact tubing involved is currently bagged and in a chemotherapy disposal box in the infusion center, second floor, clinic side of the building. Additional information received from the customer: was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? The medication was hanging on patient when leak was discovered. Do not know if it resulted in patient harm.

Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.